Manufacturer narrative:
During inspection and testing, service found the coating on the connecting tube was peeled off. The report of noise in the image was confirmed during testing and was due to corrosion on the plug unit. In addition, there was a leak due to a pinhole in the channel tube, the aspiration function was out of specification due to a dent in the channel tube, there was corrosion at the control section, angulation in the up direction was out of standard due to a worn angle wire, switches two and three did not work due to corrosion, and the light guide lens was dirty and discolored. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, when preparing the subject device for an unspecified diagnostic procedure, noise was generated in the image on the monitor. The subject could be recognized. The planned procedure was completed using another similar device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the coating on the connecting tube was peeled off. This report is being submitted for the malfunction found during evaluation (peeled coating). There was no effect on the patient due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: -preparation and inspection_ inspection of the endoscope ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: -important information ¿ please read before use warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.